Manufacturer narrative:
Investigation by a ge field engineer revealed that the patient table had driven past the lower limit safety switches. Engineering has reviewed the data from the field engineer and concluded that the table logic board was not functioning properly, allowing the table to drive past the safety limit switches.

Event description:
No patient was involved with this event. The proteus xr/a table drove past the lower limit safety switches. When this occurs, the gap between the floor or operating pedals and the outer covers is less than 50 mm. If this issue were to recur, an operator's foot could become trapped between the outer covers and the floor or operating pedals resulting in a serious injury.